Event description:
It was reported that the procedure was cancelled. The ffr link was selected for treatment. However, the power code was found broken and the device could not be turned on. The procedure was not completed due to this event. There were no patient complications and the patient was in good condition.

Event description:
It was reported that the procedure was cancelled. The ffr link was selected for treatment. However, the power code was found broken and the device could not be turned on. The procedure was not completed due to this event. There were no patient complications and the patient was in good condition. It was further reported that the procedure was not cancelled. It was completed with other equipment and the patient was under local anesthesia.